Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call the insulin pump alarmed button error. The act and esc buttons are not responding. Customer's blood glucose was unknown. The device is not returning for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and a cracked display window.